Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient unexpectedly coded and passed away. It was noted that the patient had flows of 0.0 liters per minute (lpm). Log files were submitted for review and appeared normal until 19:48:52 on (B)(6) 2025 where the flow drops to 1.9 lpm. At 19:49:02 the flow dropped to 0.0 lpm and remained 0.0 lpm until the driveline was disconnected at 20:34:13. The pump was operating as intended during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus which would have contributed to the reported low flow events captured on (B)(6) 2025. A specific cause for this finding cold not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported low flow alarm on (B)(6) 2025; however, a specific cause for this alarm could not be conclusively determined. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could be conclusively established through this evaluation. The submitted controller event log files collectively contained events from (B)(6) 2025. A low flow hazard alarm was captured on (B)(6) 2025. Additionally, a persistent low flow hazard alarm was captured on (B)(6) 2025 when the estimated flow suddenly decreased to 0 liters per minute (lpm). The estimated flow remained at 0 lpm for the duration of the file. The driveline was subsequently disconnected and the pump stopped. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned device, evaluation of the inflow cannula lumen revealed a soft deposition which appeared to occlude the majority of the blood flow path. Although this deposition was well formed, it was not strongly adhered, suggesting that it likely did not form within the pump and was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the reported low flow alarms observed on (B)(6) 2025, due to the occlusion of the blood flow path. No additional thrombus formations were observed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, infection (localized, driveline, and pump pocket), cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism, infection, and arrhythmia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a small habitus, and had a small left ventricle (lv), with an lv ejection fraction (ef) of around 30%. The patient also had a history of arrhythmias, which could be associated with the large number of pi events. The aortic valve was over-sown and at the time of autopsy was found to have become fused and non-functional. The patient also had a history of non-controlled candidemia, and the center wanted the ingested material to be tested for fungal infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed the presence of thrombus which would have contributed to the reported low flow events captured on 10aug2025. A specific cause for this finding cold not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported low flow alarm on (B)(6) 2025; however, a specific cause for this alarm could not be conclusively determined. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could be conclusively established through this evaluation. The submitted controller event log files collectively contained events from 06aug2025 and 10aug2025. A low flow hazard alarm was captured on (B)(6) 2025. Additionally, a persistent low flow hazard alarm was captured on (B)(6) 2025 when the estimated flow suddenly decreased to 0 liters per minute (lpm). The estimated flow remained at 0 lpm for the duration of the file. The driveline was subsequently disconnected and the pump stopped. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Mlp-049936 was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned device, evaluation of the inflow cannula lumen revealed a soft deposition which appeared to occlude the majority of the blood flow path. Although this deposition was well formed, it was not strongly adhered, suggesting that it likely did not form within the pump and was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the reported low flow alarms observed on (B)(6) 2025, due to the occlusion of the blood flow path. No additional thrombus formations were observed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced low flow alarms on (B)(6) 2025. Log files were submitted for review and captured 1 low flow alarms as well as brief low flow estimates with the calculated pulsatility index (pi) elevated on (B)(6) 2025. The event log also captured frequent pi events on 06aug2025. Prior to their death, the patient initially had pulseless electrical activity and was non-responsive.